Event description:
The customer reported, the 9600 sys displayed a charge failure error message, and the image would not transfer from the left monitor to the right monitor and would not save. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation and was unable to duplicate the problem. The circuit boards were all reseated. The sys was tested and operates as intended.